Event description:
During a re-embolization of the aneurysm at the patient¿s basilar artery that had coil compaction an orbit galaxy coil (640cx0406/(B)(4)) failed to re-sheath and an enpower control cable (ecb000182-00 /(B)(4)) could not detach a different coil (details unknown). The patient¿s vessels were mildly tortuous and moderately calcified. It was reported that when using the complaint cable, the physician was unable to detach an unspecified coil. The complaint cable was replaced with another one, and the coil was successfully detached. It was also reported that the complaint coil could not be re-sheathed during the procedure. The complaint coil was inserted into the patient, but because the coil could not be completely positioned into the target aneurysm, the physician decided to recover the coil. However, while re-sheathing the introducer tube was split open, and the coil could not be recovered for re-use. Another galaxy with the different lot (the number unknown) was used to continue the procedure, and it was successfully completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection, and no damages were reported on the concomitant devices after the event. Furthermore, no unintended deployment of the complaint galaxy was observed in either the vessel or in the microcatheter. When using the enpower and unspecified coil all connections appeared to fit properly without application of excessive force. It is unknown whether there was a fault light seen during the case or whether there was an audible beep during the detachment cycle. It is also unknown since both complaint products have already been disposed, they are not available for evaluation. No further information is available.

Manufacturer narrative:
Concomitant devices: unspecified 5f 25cm sheath introducer by medikit (used with the enpower); unspecified 7f sheath introducer by medikit (used with the galaxy); radifocus gt 0.016 da guidewire (terumo, type unknown); coiling support (hi-lex corporation, type unknown ¿with the enpower); excelsior 1018 microcatheter (stryker, type unknown); scepter c 4-11 balloon catheter (terumo, type unknown); okay y-connector (goodman, type unknown); orbit galaxy coil (640cx0406/(B)(4)); enpower control cable (ecb000182-00 /(B)(4)). During a re-embolization of the aneurysm at the patient¿s basilar artery that had coil compaction an orbit galaxy coil (640cx0406/(B)(4)) failed to re-sheath and an enpower control cable (ecb000182-00 / (B)(4)) could not detach a different coil (details unknown). The patient¿s vessels were mildly tortuous and moderately calcified. It was reported that when using the complaint cable, the physician was unable to detach an unspecified coil. The complaint cable was replaced with another one, and the coil was successfully detached. It was also reported that the complaint coil could not be re-sheathed during the procedure. The complaint coil was inserted into the patient, but because the coil could not be completely positioned into the target aneurysm, the physician decided to recover the coil. However, while re-sheathing the introducer tube was split open, and the coil could not be recovered for re-use. Another galaxy with the different lot (the number unknown) was used to continue the procedure, and it was successfully completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection, and no damages were reported on the concomitant devices after the event. Furthermore, no unintended deployment of the complaint galaxy was observed in either the vessel or in the microcatheter. When using the enpower and unspecified coil all connections appeared to fit properly without application of excessive force. It is unknown whether there was a fault light seen during the case or whether there was an audible beep during the detachment cycle. It is also unknown since both complaint products have already been disposed, they are not available for evaluation. No further information is available. The unknown micrcocoil system that was not detached with the first enpower cable will not be returned for analysis, therefore the root cause of the coils detachment difficulty cannot be determined. The lot number for this product is unknown, therefore the DHR review could not be completed. Other products involved in the event may be evaluated with respect to the complaint however evaluation is not yet complete. Therefore no conclusion is made at this time.

Manufacturer narrative:
The enpower control cable (ecb000182-00, lot 24275) will not be returned, therefore the root cause of the coils detachment difficulty with the use of this control cable cannot be determined. DHR: a review of the manufacturing documentation associated with the control cable lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since both components are not returned a root cause of the coil's detachment difficulty cannot be determined. Since there is no evidence of a manufacturing issue, no corrective action will be taken at this time.